Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, it was difficult to open the forceps when trying to take a biopsy. The biopsy forceps were removed from the patient. While outside the patient, it took several attempts to open the biopsy forceps. Once the biopsy forceps were opened, they were then unable to close the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was difficult to open the forceps when trying to take a biopsy. The biopsy forceps were removed from the patient. While outside the patient, it took several attempts to open the biopsy forceps. Once the biopsy forceps were opened, they were then unable to close the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The patient ID, age, sex and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that both pull wires were detached from the jaws. The tang holes were damaged, and z's were broken. The pull wires were sent for external analysis. No material anomalies were noted. Wire #1 fractured due to fatigue with shear/tear caused by a reduction in the cross-sectional area of the wire. Wire #2 did not fracture, the 'z' bend was elongated. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the condition of the returned sample. The condition of the returned incident device was consistent with the complaint that the jaws would not open and close, due to the detached pull wires. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).